Manufacturer narrative:
Device evaluation completed on 6/19/2019 during evaluation of the sample a crease was observed on the posterior aspect of the implant. No other anomalies were observed. Additional testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The reported complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: left-mentor smooth round moderate profile 350cc saline breast implant, catalog number 3501655, lot number 221484. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the right t side deflated after implantation. The issue was confirmed upon examination right breast implant deflation. As a result patient underwent removal and replacement with serial number (B)(4), catalog number 3501655 on (B)(6) 2019.